Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR. Report#3006705815-2018-00426; reference MFR. Report#1627487-2018-02025. It was reported the patient was unable to set their scs system into MRI mode due to low impedance measurements on multiple contacts. Reportedly, troubleshooting of the issue did not provide resolution. Follow-up indicated surgical intervention was undertaken wherein the entire system was explanted. As such, a company representative was not present for the case.